Manufacturer narrative:
A medtronic representative went to the site to test the equipment for a different case. Testing revealed that a system checkout was successfully performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No system checkout or analysis has been completed at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that they were navigating for a short time before the crosshairs froze and they were no longer navigating. The manufacturer representative went back to the registration screen, then forward again to navigation and the issue resolved. She doesn't know if the footswitch had been hit, or what the navigation footswitch option is set to. It was later noted that the cause of the issue was likely the site had bumped the footswitch during navigation and paused the navigation. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.